Event description:
The customer contacted roche with questions about the life span of coaguchek xs plus meters. The customer also stated that they recently ran precision testing on their meters and the results were very good. The customer stated that their site has a protocol where patients will have a sample collected for laboratory testing if the meter results are greater than 4.0 inr. The customer has noticed over the past few months that there is a larger difference in measurements performed meter compared to measurements performed in the laboratory. This causes an issue with dosing for patients with higher therapeutic ranges such as 3.0 - 4.0. The customer provided data for comparisons that were performed for 8 different patients. Of the 8 patients, 3 had erroneous results when testing on a coaguchek plus meter. The serial number of the meter was asked for, but not provided. All comparison tests were performed within a 7 hour time span. Each patient was tested using the meter, then samples from each patient were immediately collected and sent to a second laboratory using the dade innovin method and a third laboratory using an unknown laboratory method. The customer states that laboratory values will be in the patients' therapeutic range, but the meter results are above the patients' therapeutic range. On (B)(6) 2018, the first patient was tested using the meter and the result was 4.5 inr. When the patient's sample was tested in the second laboratory using the dade innovin method, the result was 3.4 inr. When the patient's sample was tested in the third laboratory using an unknown method, the result was 3.2 inr. The first patient is currently in good condition. The first patient's therapeutic range is 2.0 - 3.0 inr. This patient's testing frequency is weekly. The first patient's hematocrit was within range for meter testing. The first patient had coumadin dose changes. The patient's warfarin medication started back up again on (B)(6) 2018. On (B)(6) -2018, a note for this patient indicated "to text daughter dosing: 5 mg wed, sat, 7.5 mg all others". On (B)(6) 2018, the second patient ((B)(6) year old female), was tested using the meter and the result was 5.8 inr. When the patient's sample was tested in the second laboratory using the dade innovin method, the result was 4.3 inr. When the patient's sample was tested in the third laboratory using an unknown method, the result was 3.9 inr. The second patient's therapeutic range is 2.5 - 3.0 inr. This patient is tested every 3 weeks. The second patient did not have any hematocrit issues. The second patient has had minimal coumadin dose changes. On (B)(6) 2018, a note for this patient indicated "6 mg mwf, 7 mg others. Continue greens.". On (B)(6) 2018, the third patient ((B)(6) year old male born on (B)(6)) was tested using the meter and the result was 4.6 inr. When the patient's sample was tested in the second laboratory using the dade innovin method, the result was 3.4 inr. When the patient's sample was tested in the third laboratory using an unknown method, the result was 3.1 inr. The third patient's therapeutic range is 2.0 - 3.0 inr. This patient has a hematocrit of 43.7 %. On (B)(6) 2018, the third patient's dose was held. On (B)(6) 2018, this patient's dose was decreased. No patients received treatment or dose changes based on the meter results. No adverse events were alleged to have occurred with the patients. No patients had antiphospholipid antibodies or lupus. No patients used heparin or direct thrombin inhibitors. None of the patients had any diet changes, illnesses, or new medications. No patients had bleeding or bruising. No patients had any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.